Manufacturer narrative:
Initial reporter state/province: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a percuflex plus ureteral stent was used during a ureteral stones procedure for fluid retention in the left kidney performed on (B)(6) 2020. According to the complainant, during preparation, when the physician unpacked the stent, it was noticed that the stent was detached. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that a percuflex plus ureteral stent was used during a ureteral stones procedure for fluid retention in the left kidney performed on (B)(6), 2020. According to the complainant, during preparation, when the physician unpacked the stent, it was noticed that the stent was detached. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state/province: (B)(6) block h6: device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail) was detached. The suture string and the detached pigtail section were not returned for analysis. No other issues with the device were noted. The reported event of stent shaft broke was not confirmed. The stent was returned without the suture string and the bladder pigtail section detached, evident that the stent was manipulated. The failure found, (bladder pigtail detached), is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.